Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted incisional hernia tar surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the 8mm force bipolar instrument was stuck during surgery. The customer confirmed instrument was broken and difficult to remove through the cannula. The surgeon successfully removed the force bipolar instrument. The tse asked customer to return damaged instrument for analysis. The surgeon was continuing with procedure robotically. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. Nothing was noted to be out of the ordinary. The reason instrument and cannula were removed together, a piece of metal had broken and was protruding back past the wrist part of the force bipolar and would not allow the instrument to be removed through the trocar. There was damage noted, but no pieces of fragment fell into the patient. The port incision was not incised larger in order to remove the cannula along with the instrument. The staff was able to gently remove the instrument along with the trocar carefully assuring the patient¿s tissue was not injured.